Manufacturer narrative:
The lead was received in a partial proximal approx 11cm portion with no portion of the j stiffener wire received and no coil wire fractures observed throughout the section of lead received. X-ray of lead confirms no coil wire fractures and no portion of the j stiffener wire was received. X-ray of lead confirms no coil wire fractures and no portion of the j stiffener wire was received.

Event description:
Report received of inter electrode region kinked with wire fracture not suspected.